Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by abdominal pain and difficulty breathing. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics. The patient was hospitalized for six days before being discharged. On the day of the discharge the patient was prescribed vancomycin (intraperitoneal (ip), once every three days, starting the same day) and fluconazole (oral, one pill every two days, starting the same day). At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.